Event description:
The customer received questionable ion selective electrode (ise) sodium results on their integra 400 plus. The customer had been observing low bias with sodium patient recovery for the last few weeks. The customer provided data for 17 patients of which there were eight patients with discrepant results reported outside the laboratory. All repeat testing was performed on the same integra 400 plus analyzer. Patient one's initial sodium result was 129 meq/l. Patient two's initial sodium result was 128 meq/l. Patient three's initial sodium result was 132 meq/l. Patient four's initial sodium result was 128 meq/l. Patient five's initial sodium result was 133 meq/l. Patient six's initial sodium result was 128 meq/l. Patient seven's initial sodium result was 132 meq/l. Patient eight's initial sodium result was 129 meq/l. All eight initial results were reported outside the laboratory. The physician questioned the low results and requested repeat tests be performed. The customer performed calibration and quality control and repeated the samples. Patient one's first repeat sodium result was 136 meq/l. Patient two's first repeat sodium result was 135 meq/l. Patient three's first repeat sodium result was 138 meq/l. Patient four's first repeat sodium result was 134 meq/l. Patient five's first repeat sodium result was 139 meq/l. Patient six's first repeat sodium result was 134 meq/l. Patient seven's first repeat sodium result was 137 meq/l. Patient eight's first repeat sodium result was 134 meq/l. After the repeat measurements, the customer performed auto clean on the ise tower, conditioned the ise tubing, and performed electrode service. The customer then performed calibration and quality control and repeated the patient samples. Patient one's second repeat sodium result was 135 meq/l. Patient two's second repeat sodium result was 132 meq/l. Patient three's second repeat sodium result was 136 meq/l. Patient four's second repeat sodium result was 130 meq/l. Patient five's second repeat sodium result was 137 meq/l. Patient six's second repeat sodium result was 134 meq/l. Patient seven's second repeat sodium result was 139 meq/l. Patient eight's second repeat sodium result was 135 meq/l. The customer deemed the repeat results to be correct. The patients were not treated based on the erroneously low sodium results. There were no adverse affects from this event. The sodium electrode lot number and expiration date were not provided. The field service representative found a defective probe. He suspected there might be a carryover issue due to slight surface damage on the probe. He replaced the defective probe. He worked with the customer to rerun samples to ensure that analyzer was reading samples correctly. The customer performed calibration and quality control with passing results.

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. Based upon the information provided, no additional tests were involved, therefore the most probable root cause was insufficient electrode maintenance. The customer was not performing electrode service on a daily basis as required. A pre-analytic issue also could not be excluded. Ne adverse events were reported.